Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-02097. It was reported that the patient's leads had migrated. As a result, the physician explanted and replaced the patient's leads. Therapy was restored following the procedure.